Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v182607, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v167785, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID; 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there were high impedances. Specific values or electrodes affected were not specified. X-rays were planned and the patient was to meet with a neurosurgeon on (B)(6) 2014. Less than 50% therapy relief at the right side implant was noted. Outcome was not reported; further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's right side persisted in showing all contacts greater than 40,000 ohms. The patient indicated that she had fallen forward and upon initial reprogramming contact 6 showed high. Contact 5 then showed high and gradually it increased to all contacts within the past three months. The patient had a revision done with a new extension and implantable neurostimulator (ins); the pocket adaptor was also removed. However, the impedances continued to show high on the right side. High impedances were observed on all contacts when the lead was tested by itself with a twist-lock screening cable. The cause of the issue was not determined and no lead fractures were visible through x-ray. The healthcare provider (hcp) wanted to replace the lead, but the patient was still deciding if she wanted to proceed. Overall the patient was doing fine; she had excellent efficacy with her right hand, but the left hand had a resting tremor.

Event description:
Additional information received reported that the impedances indicated a potential open circuit except for unipolar contact five. The high impedances became apparent a few weeks prior to the initial report. The cause of the event was not determined, but the patient did fall about one month prior to these issues. The patient had tripped and hit the front of their head, which was away from where system components were located. An x-ray was done and the patient's healthcare professional noted no fractures in the lead or extension. The patient was reprogrammed to c+ and 5- by their hcp on (B)(6) 2014. Following the reprogramming the patient had excellent tremor resolution with no significant side effects and the patient was satisfied. At the time of this report the patient was doing well and they were receiving effective therapy to control their tremor.